Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 96,942 joules and 9:54 minutes of use. The procedure was completed using another fiber with no patient complications.